Manufacturer narrative:
As reported in the publication by gao et al, incidence and morphological predictors of intrastent coronary thrombus after drug-eluting stent implantation (from a multicenter registry); american journal of cardiology (2016 feb 1), 117(3):369-375; there were 16 patients with coronary stent thrombosis, and one patient with coronary stent thrombosis and stent malapposition in the sirolimus-eluting stent (cypher) arm of the study. The products remain implanted in the patient. A DHR could not be conducted as a lot number was not provided. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall, which is known as late stent malapposition. Coronary artery restenosis is often associated with the progression of coronary artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of coronary atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced these events include patient, procedural, pharmacological and lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, based on the information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported in the publication by gao et al, incidence and morphological predictors of intrastent coronary thrombus after drug-eluting stent implantation (from a multicenter registry); american journal of cardiology (2016 feb 1), 117(3):369-375; there were 16 patients with coronary stent thrombosis, and one patient with coronary stent thrombosis and stent malapposition in the sirolimus-eluting stent (cypher) arm of the study.